Manufacturer narrative:
(B)(4). The customer reported that care group management could not be used properly as communication using bed to bed overview was experiencing sporadic failures. No pt harm was reported. In the event of an unexpected inability to use bed to bed alarm overview, serious injury and/or death can occur. Alarming beds will not be visible in overview at the bedside and the malfunction may not be noticeable. Overview (caregroups) is an alarming feature that is configurable by users. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that care group management could not be used properly as communication using bed to bed overview was experiencing sporadic failures. No pt harm was reported.